Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a suction catheter. The customer states that while using the product on a new born baby (born after section) it was not possible to establish any suction. After inspection of the product it appeared that the distal end was closed. After the baby was born, the apgar score was 0. The first step (according to protocol) was to establish breathing. The argyle suction catheter was connected to a vacuum device. This was controlled before the section started. Because the baby had an apgar score of 0 and had amniotic fluid in the airway, the operating staff started suction. After approximately 30 seconds the doctor discovered that there was no suction. By changing the product with a new catheter suction started. After investigation the nursing staff discovered that the distal end of the catheter was sealed. Because of the low apgar score and the poor condition of the baby, the doctor started reanimation for a short period.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
Please see the investigation summary below: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 14a267fhx. One sample was received for review. Visual inspection of the returned sample confirmed that the reported issue is product caught in the seal area of the pouch. A corrective and preventive action (CAPA) has been initiated for this complaint. Upon investigation, the root cause of this issue was determined to be machine (material becoming caught in seals during machine packaging) and method (method not clearly defined for the detection of product caught in seal). A quality alert was held with all relevant personnel to highlight this customer concern and to ensure that operators follow the standard work instruction for the manufacturing of 10 fr suction catheters. A corrective action for this issue involved the update of the standard work instruction to include a photograph to illustrate a catheter caught in seal. Training was also completed on the revised procedure. As part of continuous improvement, an online detection (sensor) system is being reviewed for this packaging machine, in order to minimize product becoming caught in seal. The containment actions involved a tightened inspection plan, an update of the standard work instruction to include a photograph to illustrate a catheter caught in seal. The associated data will be fed into the risk management quarterly report. This complaint will also be used for trending and tracking purposes.